Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: test strip issue.

Event description:
Consumer reported complaint for hi blood glucose test results. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 02/14/2018 and open vial date is not provided. Adverse event not reported.